Manufacturer narrative:
The pipeline pushwire and braid were returned for analysis. The braid was not attached to the pushwire, therefore the distal and proximal ends of the braid could not be determined. The braid was observed to be fully open with one end having moderate fraying. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause of the reported experience. It is possible that the damaged braid may have contributed to the reported issue. However the cause for the damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has been returned for evaluation and device analysis is anticipated. A supplemental will be submitted upon completion of investigation. Information received from the same report as MFR: 2029214-2016-00390.

Event description:
Medtronic received information that during treatment of an aneurysm located in the para-opthalmic segment of the right internal carotid artery (ica) two devices did not open. It was reported that the first device attempted ((B)(4)) did not open distally. The device was resheathed two times; however the device would not open. The device was removed together with the microcatheter and the device was found damaged at the distal end. A second device ((B)(4)) was attempted and the same problem was encountered. The device was removed together with the microcatheter and also found damaged at the distal end. The patient was not treated. Post angiographic results were very good. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.